Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator shut off, even with a new battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator shut off. Analysis did find that the upper and lower cases were broken, the battery release, side bail covers, heart block, lead flex cover, battery drawer and heart wire contacts were contaminated, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).

Event description:
It was reported that the external pulse generator shut off, even with a new battery. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.